Event description:
According to the reporter during a veterinary surgery, when the surgeon placed the endo catch pouch through the cannula and had the bag in the abdomen or in the chest, the bag tore down when the specimen was placed in the bag. The bag was torn without the surgeon touching it or placing the specimen into the pouch.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Information received shows that this event is a duplicate of another issue reported under regulatory report # 9612501-2025-02262. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate pe of (B)(4) according to the reporter, during a veterinary surgery, when the surgeon placed the endo catch pouch through the cannula and had the bag in the abdomen or in the chest, the bag tore down when the specimen was placed in the bag. The bag was torn without the surgeon touching it or placing the specimen into the pouch.